Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: fr995-27, aortic valve, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged during coronary artery bypass surgery. The lead was damaged during a procedure to reposition the lead and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the outer insulation was extrinsically breached due to a cut. Visual summary analysis indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.